Event description:
It was reported intermittent occlusion alarms occurred leading to the customer's blood glucose level displaying as "high"; a specific value was not provided on (B)(6) 2025. The customer addressed the elevated blood glucose with a correction bolus via the pump and resumed insulin therapy. Reportedly, the customer uses fiasp brand insulin, tandem technical supported educated the customer this is off label insulin.